Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. The stent had detached from the balloon and was returned for analysis on a product mandrel and partially inserted through the stent protector. A visual examination of the stent found that it was damaged with struts misaligned, overlapping and bunched. The product stent protector was returned for analysis with the device and the inner diameter (ID) was measured. There is no evidence that the stent protector was too tight on the crimped stent provided the correct removal of the stent protector was used. The stent became stretched when removed from the stent protector during analysis as ID measurement readings had to be taken on the stent protector. The balloon cone profiles & balloon main body were reviewed and analysis suggests that the balloon had been subjected to positive pressure. The balloon wings were opened out from their folded positions and solidified media was present inside the balloon chamber. Crimp markings evident on the balloon wall were not as prominent due to the balloon previously receiving positive pressure or manipulation. The bumper tip of the device showed no signs of damage. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the mid-shaft section found one midshaft kink at 33mm distal from the hypotube to midshaft bond. The outer extrusion, inner lumen and bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgment occurred. During preparation of a 2.50 x 20 synergy ii drug-eluting stent, the stent came off with the stylet. The device never entered the patient's body. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgment occurred. During preparation of a 2.50 x 20 synergy ii drug-eluting stent, the stent came off with the stylet. The device never entered the patient's body. The procedure was completed with another of the same device. No patient complications were reported.